Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated that they are still having trouble communicating with their ins. They are waiting for their doctor to call them back for availability. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for chronic low back pain, ra diculopathy, and spinal pain. It was reported that there was poor communication seen on the patient programmer with or without the antenna. This started on (B)(6) 2017. The implantable neurostimulator recharger (insr) was able to communicate with the implantable neurostimulator (ins). There were no patient symptoms reported. No further complications were reported. The patient did not intend to follow-up with their health care professional (hcp). Additional information was reported by the consumer on 2017-03-10 that the poor communication screen was being seen with or without the antenna on the patient¿s new patient programmer. The implantable neurostimulator recharger (insr) was not able to communicate with the implantable neurostimulator (ins). The patient had charged their implantable neurostimulator (ins) to full last week. It was noted that the patient started seeing the reposition antenna screen on the insr in mid-february and then it started working until it quit working again. There were no patient symptoms reported. No further complications were reported.